Manufacturer narrative:
(B)(6). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service representative (fsr) report: carefusion field service representative (fsr) replaced the display kit and resolved the reported issue. When the fsr performed the operational verification procedure (ovp), the device failed the o2 (oxygen) sensor calibration. The fsr replaced the o2 sensor and re-performed the ovp. The device is within the manufacturer¿s specifications.

Event description:
The customer reported a blank screen on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Carefusion fa lab received the suspect device. The suspect device was visually inspected and installed in a known good ventilator unit. The unit was power-up in service mode, and the fa lab technician noticed that the touchscreen was not responding. The failure was caused by fluid ingress in the touchscreen.